Event description:
It was reported to philips that the ECG disabled error message was displayed on start-up. The device frozen on ECG disabled message screen until the device was restarted. After restart device started to works as expected. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.